Manufacturer narrative:
B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump was returned for calibration as it was infusing too soon. There was unknown patient involvement.

Manufacturer narrative:
One device was returned for repair. This device has not been serviced within the review period. No applicable evidence to review in event history log. Functional testing was performed. The reported problem was not verified with accuracy tests. The cause of the problem is unknown. The device passed all functional tests.